Event description:
It was reported while using bd ultra-fine¿ pen needles 31g x 5mm (105 count) the inner cap would not connect properly. There was no report of patient impact. The following information was provided by the initial reporter: needle was bent inside the hub, no connection was possible with the pen

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd ultra-fine¿ pen needles 31g x 5mm (105 count) the inner cap would not connect properly. There was no report of patient impact. The following information was provided by the initial reporter: needle was bent inside the hub, no connection was possible with the pen.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.